Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a "550:320:654:0000 error code". This condition had the potential to interrupt delivery. This event occurred during biomed testing. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 550:320 was discovered and confirmed in the pump's event history by a baxter service technician. The root cause of this condition was assigned to a faulty main speaker harness. Rear housing ( main speaker is part of rear housing ) was replaced to correct this condition. Additional information: this involved a remediated colleague infusion pump with user interface module master software version 5.09.90.